Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the view port that connects to the generator was damaged, allowing steam to leak from the unit. The unit was installed in (B)(6) 2005 making it approximately 15 years old and is under a steris service agreement for maintenance. The last preventive maintenance was completed in (B)(6) 2020 and no issues with the view port were noted. The technician replaced the view port, tested the unit, confirmed it to be operating according to specifications, and returned the sterilizer to service. No additional issues have been reported.

Event description:
The user facility reported that steam and water were leaking from their 20" century sterilizer. No report of injury.